Event description:
It was reported by the customer that the trigger is stuck. It is unknown if there was patient involvement or any adverse consequences. No further information is available at this time.

Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the device was found to have a substance on both the inside and outside of the handpiece. The sample was tested and the results indicated this fluid has the composition make-up of resin, which can be found in types of adhesives. The substance found on the device prevented the trigger from actuation. The device was repaired and returned to the customer.